Manufacturer narrative:
(B)(4) . Improper disconnect is a known cause of the reported alarm, and multiple use errors were reported. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies, and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide warns the user to make sure all clamps on unused fluid lines are closed securely, and instructs the user in properly capping off the lines. Instructs the user not to attempt to reuse any disposable supplies. It also warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient improperly disconnected without pressing stop and reconnected afterwards. In addition, the patient hp had open clamps on the unused supply lines, the line was not capped, and the patient had disconnected an empty supply bag and attached it to their drain manifold, explaining that they used the empty supply bag as a second drain bag. The technical service representative assisted the patient in clearing the alarm. The patient would continue therapy with an ultrabag. There was no patient injury or medical intervention associated with this event. No additional information is available.